Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient underwent an unknown procedure with mentor smooth round moderate profile 300cc saline breast prostheses. The patient reported that after a few month of implantation of the breast prostheses, they developed headaches, low b12, chronic fatigue, depression, anxiety, recurring infections, premature aging, agitation, manic states, suicidal thoughts, pain in joints, pain in bones, dry eyes, agoraphobia, symptoms of autoimmune disease (still under investigation), brain fog, confusion, memory lost , etc. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right side breast prosthesis.